Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure. On post-operative day (pod) 6, the patient reported pain and swelling in the right groin. Sonography revealed a partially thrombosed aneurysm in the right groin, which was confirmed as fully thrombosed upon follow-up imaging after manual compression and application of a compression bandage. A CT scan on pod #10 showed active arterial bleeding into the right adductor muscles originating from the arteria femoralis profunda, with no retroperitoneal bleeding, and a hematoma in the right thigh. A subsequent CT scan on pod #15 indicated progression of the hematoma in the iliacus and psoas muscles cranially, without clear evidence of active bleeding, though muscular oozing was considered possible. A successful cross-over coil embolization was performed on a medial branch of the arteria femoralis profunda. Hematoma removal and hemostasis were achieved on pod #10, and repeated hematoma removal on pod #18. As reported, the device and dilators were introduced smoothly without any issues.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for damage to vessel during insertion was confirmed with empirical evidence. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra or CAPA was required. The available information suggests that the most likely root cause of this event is related to procedural factors (venous tortuosity, narrowing of vessel, challenges during device insertion, etc.), however no imaging was provided therefore a root cause cannot be determined.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for damage to vessel during insertion was confirmed with empirical evidence. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. The available information suggests that the most likely root cause of this event is related to procedural factors (venous tortuosity, narrowing of vessel, challenges during device insertion, etc.), however no imaging was provided therefore a root cause cannot be determined.